Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had an overpull on a narcotic (oxycodone 5mg tab) on an order with an end date in the past. It was reported the order in myqlink does show an end date/time for (B)(6) 2023. However, the order is listed under the "open" order section for the patient in myqlink and has allowed the facility to pull multiple times against the discontinued order. The customer remarked the facility should not be able to pull on an order with an end date and time that is in the past and that the order should not be "open" if it has an end date and time in the past. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an overpull on a narcotic on an order with an end date in the past. The customer stated that they should not be able to pull an order. A technical support specialist checked the settings and found that the setting cancels profile order when end date is reached must have been disabled and enabled by someone. Enabled the setting and verified the consonus database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.